Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated and prolonged high blood glucose readings while using the ilet, with the user noting an increased a1c and expressing intent to possibly switch systems; discussion indicated supply challenges and the user¿s reuse of connectors and other disposables contrary to recommendations, along with the need for consistent use during the learning phase. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education, including reinforcement of proper supply usage and training resources sent to the user. Investigation included a review of available reports and discussion of device algorithms, supply practices, and the learning phase. Investigation of this case revealed that prior supply issues and the reuse of single-use components likely contributed to elevated glucose readings, and that inconsistent practices during the learning phase could reduce system effectiveness. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.